Manufacturer narrative:
Device evaluated by MFR.: a 4.00 x 24mm promus element plus stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with proximal struts lifted and pulled distally. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14nov2019 it was reported that crossing difficulty occurred. A percutaneous coronary intervention and selective coronary angiography were performed. The target lesion was 99% occluded in the proximal end of the right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However it was noted that the stent balloon expandable could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.